Event description:
It was reported that the patient was symptomatic with ventricular tachycardia (vt) and the device withheld therapy. The device classified the vt as a supraventricular tachycardia (svt) with the wavelets not matching the morphology and withheld therapy. The device clock was also noted to be off by an hour. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.